Event description:
This lead as explanted and replaced due to intermittent outputs. The ICD was replaced at the same time due to eri. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 34 cm proximal to the lead tip. Only a distal lead fragment was returned and subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead fragment. In particular 9 cm proximal to the lead tip the insulation was found rubbed through. This damage can be considered as the root cause for the clinical observation. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. Diagnostic images clarifying this assumption were not available. Further damages such as cuts in the insulation and deformations of the shock coils most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.